Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted because it had dislodged. The slack of the rv lead had completely pulled out and went up to the valve thus there was still capture. Additionally, the rv lead exhibited high thresholds and low r waves. The rv lead is no longer in service and replaced with a competitor¿s lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The analysis result could not confirm the allegations with electrical testing. There was nothing visually wrong with the lead that would cause a dislodgment.